Event description:
Lead management to extract three cardiac leads due to cied system/pocket infection. The physician prepped the mdt 4194 lead with an lld and was using a 14f glidelight to extract the lead. Upon reaching the svc with the glidelight the bp suddenly dropped. The atrial lead had been removed after using both the laser and cook evolution. The patient suffered a large tear in the svc as well as a tear in the innominate. The patient did not survive the intervention.

Manufacturer narrative:
(B)(4).